Event description:
Reporter alleged the blood glucose monitoring aviva system displayed three dashes on the test screen instead of the key numbers that allow the test strips to be used. The manufacturer's domestic evaluation department confirmed the system contained darkened segments. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.